Manufacturer narrative:
Upon receipt, all of the available info and the instrument will be forwarded to our MFR, aesculap ag.

Event description:
During a cesarean section, nurse was trying to remove a blade from the handle and cut her hand between the thumb and index finger. Nurse went to ER for treatment, where she obtained stitches. Nurse was out for seven days.